Event description:
On 04/10/2025, a sales representative reported via phone that an ar-2323bcc suture anchor, biocomposite swivelock c had the anchor break at the tip during insertion. There were no issues with the eyelet. All pieces were retrieved from the patient. There was no case delay or added anesthesia. The case was completed using another ar-2323bcc suture anchor, biocomposite swivelock c, from the same lot to complete the case. No adverse effects on the patient. This was discovered during a rotator cuff repair procedure on (B)(6) 2025, with no reported patient harm.

Manufacturer narrative:
Investigation is in process. A follow-up report will be provided upon availability of additional information.

Manufacturer narrative:
Additional information: g3, h3, h6. The complaint device was not received for evaluation. Based on the information provided, which may include the device (if available and returned), pictures, videos, event description, and any additional information from the field, arthrex was able to conclude the most likely cause. The most likely cause of the reported failure is user error, including improper bone preparation, misalignment of the insertion. The complaint allegation could not be confirmed, as the device was not received for evaluation, and no evidence of the reported failure was provided.